Event description:
On june 24, 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter does not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the issue began on (B)(6) 2010 between 5pm-6pm. In addition to oral medication (type/dose unspecified), the patient stated she also managed her diabetes with diet and/or exercise. The patient denied taking any action in response to the alleged power issue; however, ten days after the alleged issue began the patient claimed she developed symptoms of dizziness and rapid heart rate. The patient denied receiving treatment following the reported issue. At the time of troubleshooting, the csr noted that the alleged issue is a result of water (from a flood) going into the subject meter and permanently damaging it. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claims she was unable to test her blood glucose due to the reported issue and reportedly, developed a symptom that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.